Manufacturer narrative:
Initial reporter city - (B)(6). Updated: e1: physician first name, last name and initial reporter facility name.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for use. Before the procedure, it was noted that error code 70 occurred. The procedure was not completed due to this event. No patient complications were reported and patient's status was stable. It was further reported that an angiojet solent omni was used with the console. The 70% stenosed target lesion was located in the moderately tortuous and non-calcified deep vein of the left lower limb. The procedure was completed when the catheter was replaced with another of the same device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for use. Before the procedure, it was noted that error code 70 occurred. The procedure was not completed due to this event. No patient complications were reported and patient's status was stable.